Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the drawer failure. A field service engineer confirmed with the customer that the issue was resolved. The device functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that pyxis medstation es system had main drawer failed to stay closed. The user confirmed that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this event.